Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-04906. It was reported the patient felt a surge of stimulation which went away after a minute. The next day, the patient no longer had stimulation. The sjm representative met with the patient and was unable to establish communication using external devices. Follow up identified the physician opted to replace the ipg and the lead. It was reported the patient received stimulation postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.